Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have gradually increased. A lead fracture is suspected, but not yet confirmed. Technical services (ts) reviewed device data and recommended troubleshooting. This rv lead remains in-service at this time. No adverse patient effects were reported.